Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) called back after changing the cassette (not an ICU med product) and the cleo 90 infusion set, reporting that 5¿10 minutes after delivering a bolus they received another ¿line blocked¿ alarm. Pss reviewed common causes and determined the tubing had been folded in the pwd¿s pocket. The pwd adjusted the tubing and continued therapy. Pss advised that the next step would be a site check, and the pwd stated they would call back if a site change was needed. The pwd¿s glucose level was 356 mg/dl, and pss confirmed no emergency services were required. Later the same day, the pwd reported another ¿line blocked¿ alarm, which was resolved by changing the cassette and cleo 90 infusion site, and pss processed the return and replacement. Message details on the app showed ¿line blocked,¿ the cgm/bgm reading at the time was 356 mg/dl, and the pwd is using humalog insulin. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details were provided: the patient is a non-hispanic/latino, a white 15-year-old male, weighing 180 lbs.